Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stretched coils were confirmed. It was noted that the distal solder tip was separated. A review of the corrective and preventive actions (CAPA) database was performed and revealed no related complaint assessment nonconformities. The electronic lot history record (lhr) revealed no associated manufacturing nonconformities issued to the reported lot. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported stretched coils. It was reported that after unpackaging the guide wire, stretched coils were observed on the distal end. Factors that may contribute to stretched coils prior to use include, but are not limited to, damage incurred during manufacturing, damage incurred during shipment, or inadvertent mishandling during unpackaging. In this case, based on the returned device analysis and information provided, it is unknown what may have caused the reported stretched coils. The separation likely occurred due to corrosion, when exposed to the elements for return to abbott. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that once opening the ht balance middleweight guide wire, it was observed that the distal end (3 centimeters from the tip) the coils were stretched. Another device was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay reported. Return device analysis noted that the distal solder tip was separated. No additional information was provided.